Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported patient allegations of pain, lack of mobility, damage to bone/tissue, metal poisoning, metallosis and elevated metal ion levels. Subsequently, patient underwent a revision procedure on (B)(6) 2014. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. A review of the invoice history confirmed the revision procedure; however, records show the actual implant date was (B)(6) 2011. The head and stem were removed and replaced during the (B)(6) 2014 revision procedure. Additional information received in patient¿s medical records revealed the (B)(6) 2014 revision procedure was due to a protruding femoral component. The patient¿s operative report noted the femoral component was protruding out of the lateral anterolateral cortex of the femur.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 14 states, ¿postoperative bone fracture and pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-06664 / -08525).